Event description:
It was reported that, during a breast biopsy, the firing fork would come loose when the probe was fired. Rec'd multiple error codes. Had to re-cock levers several times before they would engage. There was no pt consequence reported. Case was completed using the st holster.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.